Event description:
Spontaneous report, local reference number (B)(4). Initial info received on (B)(4) 2013. The dentist reported that a child (unspecified gender, with no specified medical history, had been treated with septoject 30 ga short needle for dental injection on an unspecified date. The needle broke off in the child's cheek and had to be removed by an oral surgeon. The pt had fully recovered from the needle breakage on an unspecified date. The dentist reported that the child turned very quickly at the wrong angle, and the needle just snapped. No add'l info was available. (B)(4).